Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w: 4.10 e. Retainer ring = black. Customer complained about having no delivery/occlusion alarm on 08/04/2021. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found (22) insulin flow blocked alarm (faultnumber = no delivery (7)) in the event date of 08/04/2021 and started from 05:37:12 o'clock to 23:10:00 o'clock either during bolus delivery or during basal delivery. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm (insulin flow blocked alarm) noted during testing. Unit was received with broken belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly or force sensor assembly. The force sensor measurement was within spec range (23.6 mv). The motor was tested outside of the device on the stb3 and passed. In conclusion, no unexpected no delivery/occlusion alarm noted during testing. However, (22) insulin flow blocked alarm (faultnumber = no delivery (7)) found in the pump history on 08/04/2021. Cosmetic damage found on the back of the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.